Event description:
The procedure being done was a tibio talo calcaneal arthrodesis. The reporter stated that it was observed during insertion of calcaneal screws, that the hexagonal screwdriver diameter 3.5mm markings were not accurate, following replacement of calcaneal guides in the instrument set. It was seen under fluoroscopy that the screw needed to be advanced further. The patient did not need to be repositioned. There was no known consequence to the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated, based upon the reported information.